Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.the returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a charge time exceeded message and a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to have depleted prematurely. Additionally, the patient reported the device had been emitting beeping tones for the past three years. The patient was noted to have been lost to follow up for approximately eight years. A radio frequency (rf) interrogation was attempted, however, was unable to be performed. Technical services (ts) explained that the device is likely at elective replacement indicator (eri) or end of life (eol) and rf interrogations are unable to be performed at that status as part of device design. Device replacement was recommended. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a charge time exceeded message and a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to have depleted prematurely. Additionally, the patient reported the device had been emitting beeping tones for the past three years. The patient was noted to have been lost to follow up for approximately eight years. A radio frequency (rf) interrogation was attempted, however, was unable to be performed. Technical services (ts) explained that the device is likely at elective replacement indicator (eri) or end of life (eol) and rf interrogations are unable to be performed at that status as part of device design. Device replacement was recommended. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.